Event description:
A carefusion technical support rep in (B)(6) reported, "our dealer claims the screen was black and nothing can be displayed when the unit was turned on. The ventilator is not delivering any gas at same time. They claim the ventilator was not on a pt when the problem was occurred."

Manufacturer narrative:
(B)(4). The device was evaluated by the dealer in (B)(6).